Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 was reported to have leaked during patient use. It was stated in the report that they had two in the last week that were leaking severely from the blue hub and luckily both times it has either been saline or premeds but if it was chemo this could be very bad. There was patient involvement, no patient harm, and a slight delay in therapy due to having to switch out the tubing.

Manufacturer narrative:
The device was not returned for evaluation. One photo was provided for evaluation; one photo confirms the complaint of leaking. The reported complaint can be confirmed. Without the returned failed sample, the probable cause cannot be determined.